Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extended (vse) was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with a missing grip open lever, the missing piece was not returned, but the instrument jaws worked normally when installed on a testing system and controlled through the surgeon's console. The system logs were reviewed and it was noted that the instrument was used for about 19 seconds and had 1 homing event, 1 cut event and 2 seal events completed. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue related to the grip capacity to open or close. The vse was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis found the primary failure of missing grip open lever to be related to the customer reported complaint. The instrument was returned with a missing grip open lever at the proximal end preventing the grips to open and close. The missing piece was not returned. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. The user completed the procedure and no known impact or patient consequence was reported.